Event description:
It was reported, the rotatable clip fixing device had a clip was difficult to hit. And the handle became quite stiff partway through. The issue occurred, during a therapeutic endoscopic submucosal dissection procedure. And was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The exact cause of the failure could not be determined. However, according to the investigation, it is likely the following may have caused the failures to occur: 1. Insufficient application of lubricant caused increased sliding resistance between the coil sheath and the operating wire. 2. Slippage of the coil sheath is caused by the repeated compression load applied during clipping during repeated use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.